Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited a high out-of-range high voltage impedance. The patient was seen in-clinic and the lead was programmed to a different vector. There were no consequences to the patient.